Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcarotid transcatheter aortic valve replacement procedure to implant a 26 mm sapien 3 ultra valve, difficulty with valve alignment was experienced and then the commander delivery system balloon burst and it was difficult to retract through the 14f esheath+. During the procedure, the esheath+ was inserted without issue. The delivery system was inserted with light force. There was concern for the esheath coming out when pulling back for valve alignment. During valve alignment, there was significant diving of the valve into the flex catheter. Once advanced to the aortic valve, the physician noted that the valve was significantly underdriven and not aligned on the balloon properly. Physician discussed bringing the valve back and properly aligning valve on balloon. Before readjusting or deploying valve, the physician noticed that the atrion was filled with blood and determined the balloon must have ruptured. The physician tried to remove valve but it was stuck and would not come back through the esheath. The surgeon and cardiologist decided to open the chest to remove the undeployed valve, repair the aorta and replace the native aortic valve with a surgical valve.